Event description:
Additional information received reported that the patient also received botox intramuscular injection 350 units on (B)(6) 2012 for treatment of spasms, the location of injection not reported. The patient began physical therapy five days per week for the purpose of achieving sitting action on (B)(6) 2012. She also began work therapy five days per week for improving function of paralyzed limb on (B)(6) 2012. Comprehensive assessment of improvement in spasticity and adl function indicated as ¿improved.¿ overall assessment of long-term continuous administration indicated as effective. The previously reported catheter replacement the catheter tip position was 7/8th thoracic vertebra. The causality was the catheter, there was no overdoes, withdrawal or resistance to drug. There was a dose adjustment on (B)(6) 2012 from 207 micrograms per day of baclofen to 230.5 micrograms per day, simple continuous dose adjustment (B)(6) 2012 from 250micrograms per day to 280 micrograms per day. Another dose adjustment (B)(6) 2012 from 280 micrograms per day to 320.4 micrograms per day.

Event description:
It was reported that there was a pump and catheter replacement on (B)(6) 2012, as the healthcare provider was unable to aspirate fluid from the catheter access port (cap). The patient did not have therapeutic effect observed when the drug was increased. On (B)(6) 2012 a dye study was initiated, however fluid could not be suctioned from cap, so a revision was scheduled for (B)(6) 2012 at the patient and healthcare provider's request. At the time of the replacement operation, csf outflow from the existing spinal catheter was checked, however csf did not run off. The physician commented that there was no damage found in the catheter for spinal-side and pump-side, so did not request the product analysis. The healthcare provider denied there was a "causal relationship between the phenomenon and the pump". The healthcare provider further commented that the "causal relationship between the phenomenon and the catheter, or the procedure at the first implant could not be determined, as the patient underwent the first implant operation at other medical institution". The patients condition was listed as recovered. The drug in the pump was gabalon (baclofen).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was reported that dose adjustments beginning (B)(6) 2012 showed "little improvement in the spasm being occasioned." On (B)(6), a gabalon screening test was performed and 50mcg/ml was injected intrathecally. A slight improvement in the spasm was observed. On (B)(6), 100mcg screening was performed with improvement in the spasm observed. Dose adjustments took place from (B)(6) until the pump and catheter replacement on (B)(6) then immediately following the procedure until (B)(6). It was also reported that ileus surgery was performed on (B)(6) 2012 and the patient remained hospitalized for observation. It was unknown if there was any causal relationship between this event and the intrathecal baclofen therapy.

Manufacturer narrative:
Product ID 8711, lot#, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type catheter. (B)(4).